Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced fluid collection, abdominal wall mass, adipose tissue, hernia, abscess, mesh migration and dense adhesions. Post-operative patient treatment included removal surgery, aspiration of fluid collection around mesh, excision of right lower quadrant abdominal wall mass consisting of prior mesh and adipose tissue as well as hiatal hernia repair.